Event description:
It was reported while using the bd safetyglide¿ needle only, 23 g x 1 in, the needle was clogged. The following information was provided by the initial reporter: needles clogged. Resulted in pt. Having to be re-injected.

Manufacturer narrative:
There were multiple lot numbers provided by the initial reporter which may have been involved. The information for each lot number is as follows: medical device lot #: 2018058. Medical device expiration date: 23-jan-2022. Device manufacture date: 31-dec-2026. Medical device lot #: 1340735 (invalid lot #). Medical device expiration date: na. Device manufacture date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported while using the bd safetyglide¿ needle only, 23 g x 1 in, the needle was clogged. The following information was provided by the initial reporter: needles clogged. Resulted in pt. Having to be re-injected.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.